Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device operated properly at first, however after test shocking and then powering the device off, the device was unable to power back on. The device will be sent to be scrapped. The customer was sent a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.